Event description:
It was reported following an angio-seal device deployment, a hematoma was noted and the patient complained of pain. The following day, the patient complained of back pain and became hypotensive; a CT scan revealed a retroperitoneal bleed. The bleeding had stopped at this point, no treatment was required and the patient was discharged.